Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire was found to be kinked was confirmed. The customer returned one guide wire. Visual examination revealed the guide wire displayed signs of use in that dried blood was observed on the wire in several places. Six kinks were observed in the guide wire at 1.8, 2.7, 25.0, 35.5, 59.0 and 59.5 cm from the distal tip and the j- bend was slightly opened. Microscopic examination revealed that two of the kinks at 1.8 and 59.5 cm are offset coils and both welds were observed to be full and spherical. No separations were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 601 mm in the total length and exhibited an outside diameter that measured 0.612 mm. The returned guide wire was within specification for length and outside diameter. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. Based upon the condition of the returned sample, operational context appeared to have caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency department. The clinician noticed the guidewire was kinked in two places prior to use. As a result, another kit was opened to retrieve a new guidewire and was used successfully. There was no delay in treatment and no patient death or complications reported.